Manufacturer narrative:
Citation: phan k. Transcatheter aortic valve implantation (tavi) in patients with bicuspid aortic valve stenosis--systematic review and meta-analysis heart lung circ. 2015 jul;24(7):649-59. Doi: 10.1016/j.hlc.2014.12.163. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation (tavi) in patients with bicuspid aortic valve stenosis. All data were collected from a meta-analysis of previously published studies. The study population included 2245 patients (mean ages ranging from 73-83 years), several of whom were implanted with medtronic corevalve® (serial numbers not provided). Among all patients deaths occurred due to: stroke, bleeding, myocardial infarction (mi), acute kidney injury, and vascular complications. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implantation, paravalvular leak, bleeding, conversion to open heart surgery, and major vascular complications. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.